Manufacturer narrative:
A system service check of the medrad mark v provis injection system, serial number (B)(4), was completed on may 6, 2016 which confirmed that the injector was operating within bayer specifications. The disposables used in the reported occurrence were requested for evaluation; however the actual disposables or lot numbers used were not provided. The customer has declined additional applications training at this time. In the event that additional information is obtained a follow up report will be submitted.

Event description:
A bayer representative reported the following: a pediatric patient was undergoing an angiogram while connected to the medrad mark v provis injection system. The mit (medical imaging technologist admitted to incorrectly programming the injector. During set-up the mit inadvertently programmed the flow rate from ml/sec to ml/min. The injector was then armed. When injection was initiated there was no visible contrast. The mit then re-armed the injector and attempted injection again with the same result. The technologist then made 3 additional attempts to inject the patient without success. A system shutdown and restart was then performed. Once the system was restarted the programming user error was identified. The delay in the procedure along with other undisclosed factors was reported to contribute to an alleged adverse event outcome for the patient. The current status of the patient is unknown. Multiple attempts to obtain additional information have been made without response.

Manufacturer narrative:
(B)(6).